Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed lost sensor. The blood glucose reading was 425 mg/dl, which was treated with a manual injection. The troubleshooting procedure was halted because the customer removed the sensor.the insulin pump also alarmed to prompt a calibration from the user. The customer was advised that the sensor would be replaced. She advised that she would insert a new sensor and monitor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.